Event description:
On (B)(6)2025, the user reported a blood glucose (bg) of 381 mg/dl on the ilet shortly after changing their infusion set. Bg remained elevated at 379 mg/dl by the end of the call, and follow-up was scheduled. On (B)(6)2025, the user reported a fingerstick bg of 567 mg/dl with significant dexcom g7 sensor gaps and only a brief alert. The agent recommended replacing the sensor, but the user had no replacements available. The user disconnected from the pump and switched to backup therapy with fast-acting insulin, with instructions to wait 4 hours before reconnecting. Subsequent follow-ups confirmed the user managed with fingerstick and backup therapy until new sensors arrived. On (B)(6)2025, bg was at 140 mg/dl before dinner, and on (B)(6)2025, the user confirmed receipt of new sensors and planned to reconnect with assistance if needed. At the end of the case, the event involved a highest recorded glucose of 567 mg/dl, was managed without medical intervention or external assistance, and the ilet system did trigger alerts. No symptoms were not reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.